Event description:
We have dexcom g7 and the sensor failed and errored out during warm up. A second one failed after it warmed up during use and they tell me if it fails, I only get three replacements and not right three time. Second time failed during warm up. Somethings going on, I pay money for this to happen with (B)(6). Reference report: mw5169446.